Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29 lot# n601947, product type: accessory.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient¿s ins was replaced with an inappropriate/wrong ins. The patient experienced increase in pain due to the ins, which was subsequently replaced. No further complications were reported or anticipated.